Event description:
The pt / lay user contacted lifescan (lfs) alleging that she was unable to obtain a reading on her one touch basic enhanced meter because of an insert test strip message. The medical affairs specialists (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt was incorrectly testing by applying the blood on the test strip and then inserting it into the meter. The pt fainted and needed assistance by a non-medical professional and did not received any medical treatment. Customer care agent (cca) assisted the pt and the issue was resolved via troubleshooting. The pt is comfortable with the device; therefore the meter was not replaced. It would ahve been helpful to know the pt's diabetes regimen and how long the pt had been experiencing this issue. The complaint is being reported as an adverse event since the pt tried to test and was unable to obtain a reading due to incorrect testing procedure, which resulted in the pt passing out.